Event description:
The customer reported that the speaker assembly was faulty, it did not have audible sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Section e reporter phone # (B)(6). Section e reporting institution phone # (B)(6). A philips remote service engineer (rse) remotely assisted the customer who was onsite. The customer confirmed there was no sound and that there was a speaker malfunction inoperative message present. Based on the information available, the cause of the reported problem was due to the speaker cable not being connected. It was confirmed after repair the device is working as intended. H3 other text: see h10.